Event description:
(B)(6). Date of event: best estimate - (B)(6) 2012. According to the information received a father reported that a catheter had a rough end and caused bleeding. The father went to the hospital because his son could no longer void. A foley catheter was inserted until they could insert an intermittent catheter.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.